Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure will be submitted as a follow-up report.

Event description:
It was reported that since december 30, 2005 more and more channels started to have high impedences. On may 9, 2007 testing was performed which shows 11 channels with high impedances. Testing confirmed that the device has malfunctioned.